Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, trailing haptic issue was found. Th optic did not slide through 2.4mm wound. The incision was enlarged and new lens used during initial procedure. No injury to patient was reported. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
. A qualified cartridge was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The initial report stated trailing haptic issue. Further information stated the lens would not go thorough the 2.4 incision. It is unknown if a qualified handpiece and viscoelastic were used. The IFU (instructions for use) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).